Manufacturer narrative:
The biclamp laparoscopic instrument (including the insert) was not returned for an examination. However, photographs and a video were provided involving the incident. Visually, it appeared that "only" the rivet hole in the flexible plate broke at its weakest point when bent opened and under high current density loads. In the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn out instruments must not be used. Finally, if a root cause to the reported problem is determined upon an inspection of the instrument (if made available), etc.; a follow-up report will be filed. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a biclamp laparoscopic instrument broke during a laparoscopy (note: the information regarding the specific procedure was not provided.) The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, the jaws of the biclamp laparoscopic fenestrated insert broke. No details were provided involving the outcome of the procedure.